Event description:
It was reported the patients ipg is eroding through the skin. Surgical intervention may be pending to address the issue.

Event description:
Additional information revealed that the ipg was not eroding through the skin; instead, the skin was inflamed where the corner of the ipg was sitting in the pocket. As a result, the ipg was replaced via surgical intervention on (B)(6) 2024. Therapy restored post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.